Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and dilated left atrium for a mitraclip procedure. During the procedure, clip opened during the first lock check prior to deployment. Clip was jumped open at about half a turn of the arm positioner during established final arm angle (efaa). Troubleshooting was performed and lock was held. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated and based on the information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opened during efaa/testing the lock and clip jumping could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.